Manufacturer narrative:
Clarifying information provided by the initial reporter indicates that because of the issue with the negative control, the results were not considered valid and were not reported to a clinician. Testing was repeated with a new lot. The previous MFR report #2647876-2022-00230 should be considered canceled.

Event description:
It was reported that during use with the bd macro-vue¿ rpr card test, erroneous results were obtained. Erroneous results were reported to the clinician, but there was no patient impact. The following information was provided by the initial reporter: the negative control is again cloudy and also some of the sample so it is difficult to decide if the sample is positive or negative. The agglutination reagent have the same lot number in all kits. When you look at the tubes in the kits the liquid is with sedimentation /granular in it and it differs how much sedimentation is between tubes.

Event description:
It was reported that during use with the bd macro-vue¿ rpr card test, erroneous results were obtained. Erroneous results were reported to the clinician, but there was no patient impact. The following information was provided by the initial reporter: the negative control is again cloudy and also some of the sample so it is difficult to decide if the sample is positive or negative. The agglutination reagent have the same lot number in all kits. When you look at the tubes in the kits the liquid is with sedimentation /granular in it and it differs how much sedimentation is between tubes.

Manufacturer narrative:
Initial reporter phone number: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.